Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that after an ablation procedure, the doctor went to remove the introducer and it broke, leaving a part in the patient's inguinal vein that had to be removed with tweezers.